Event description:
On 8/31/06, the lay pt and her granddaughter contacted lifescan (lfs) alleging that the pt's one touch ultra meter did not turn on. The medical affairs specialist (mas) sent a letter to the pt because she could not be reached by phone on two different days at different times. The mas listened to the recorded call to lfs to obtain additional info inlcuded below: the pt did not I ndicate how long she had been unable to test with the reported meter. No info was provided regarding the pt's diabetes medication treatment regimen. The pt stated her dor wants her to test her blood glucose level 3 times per day. In 2006, the pt felt dizzy and had a headahce. She was unable to obtain a result on the lfs meter. The granddaughter took the pt to the ER where a blood glucose result "around 400" was obtained on the ER device. The granddaughter also said the pt's blood pressure was high. The pt was treated with insulin; the type and dose were not provided. The customer car advocate (cca) confirmed that the pt had replaced the meter battery per the owner's manual. The cca walked the pt through pressing the power button and inserting a test strip into the test strip port. The meter did not turn on with either attempt. This complaint is reported because the pt was unable to obtain a reading on the lfs product. The pt experienced symptoms thay may have suggested an abnormal blood glucose level. An elevated blood glucose reading was obtained in the ER and the pt was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.